Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not explanted.

Event description:
A patient specific prescription form was submitted for patient's left total femur. Note indicates "revision for pain around proximal fixation" and " non-invasive grower please, same length as existing prosthesis, fixed hinge narrow cemented tibia."

Manufacturer narrative:
Corrected data operator of device changed to healthcare professional. Changed from device not explanted to device not returned. Additional manufactuer narrative method and results product evaluation and results: not performed as no item were reported. Clinician review: "the implant in situ was for a c- collar extendible distal femoral replacement which was inserted on the (B)(6) 1990. The surgeon reported that the patient felt pain around the proximal femur. The x-ray provided showed that the proximal part of the femoral bone is fragmented with significant bone resorption, osteolysis and defects. The cement mantle has broken into pieces, all this indicates that the aseptic loosening of the stem has occurred. This confirms the reason for revision." Product history review: review of the product history records indicate 1 device was manufactured and inspected on (B)(4) 1990. The form used to perform the inspection is from a legacy system and it is not possible to confirm that there were reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from (B)(6) 2016 to present for similar reported events regarding loosening or bone fracture involving mig distal femur. There have been 2 other events. Conclusions: an event regarding pain involving a mig distal femur was reported. The x-ray review identified that the pain was caused by loosening and bone fracture in the proximal part of the femoral component. The exact cause of the event could not be determined because further information such as analysis on the retrieved implant and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Device not returned.

Event description:
A patient specific prescription form was submitted for patient's left total femur. Note indicates "revision for pain around proximal fixation" and " non-invasive grower please, same length as existing prosthesis, fixed hinge narrow cemented tibia."